Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving a cormatrix ecm device used for cardiac tissue repair and reported early aortic arch stenosis. Details of the event are provided below. On (B)(6) 2013, the physician used the cormatrix ecm as a small patch for aortoplasty during an operation on a neonate patient. The cormatrix ecm was hydrated in saline solution for approximately 5 minutes, and following hydration was trimmed to size. The patient originally had 2-3mm arterial lumen, which was augmented to 5-6mm with the ecm patch. The physician reported that following the surgery, narrowing was seen primarily in the periductal area. The physician reported the patient developed recoarctation, and on (B)(6) 2013, the patient underwent balloon dilatation. On (B)(6) 2013, the patient underwent a reoperation for additional patch augmentation despite the prior balloon dilatation. The physician reported that the patient expired during recovery from the reoperation due to anticoagulation and bleeding from a left femoral artery thrombosis. The patient death was not directly related to the cormatrix ecm device. The cause of the early aortic arch stenosis is unknown.